Event description:
A treatment was completed on a patient and when staff started to remove the bottles, contamination was discovered. It looks like mold. Staff inspected the remaining bottles in their area and found another bottle that had what looked like mold forming as well. Patient outcome unknown. Culture of the substance in the jug came back as gram positive rods